Event description:
After an implantation period of approx. 38 months, it was reported that the device delivered a shock due to interference from an external electromagnetic source and the patient reported that he lost consciousness. The patient has been informed of the dangers related to electromagnetic interference. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The device data were analyzed thoroughly. The analysis of the available iegms revealed noise in all channels, confirming the clinical observation. Besides that, the device data showed no anomalies. Based on the available data the root cause of the noise could not be determined conclusively. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Further, the analysis showed that the mentioned time difference of the episode resulted from an internal clock drift. Since the last follow-up on december 17, 2020 a clock drift within this device of approximately five minutes per month occurred. This is normal and does not represent a device malfunction. Please note that during each interrogation and each programming, the ICD clock will be synchronized with the programmer clock. In case the ICD clock would have a time difference of six hours or more with regard to the programmer for any reason, the user will be alerted by a note on the programming device. Time stamps of previously stored episodes in the ICD will not be changed retrospectively by the time synchronization, which led in this case to an episode with a future time stamp. In conclusion, there was no indication of a device malfunction.